Event description:
4/9/1998 the rep reported the device was used during a laparoscopic appendectomy. The lot number of the tsb35 may be 0141w or the one reported. After firing across the pedicle on the 3rd firing, oozing occurred from the staple line. A tr35b reload was being used. The oozing was stopped with cautery. The device also did not completely cut on this firing. Additional info received.